Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed. Which is the us list number. The device involved in the event was not returned, it was thrown away; therefore a return sample evaluation is unable to be performed. A bezoar at the jejunal tube distal end is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg/j) tube. In (B)(6) 2016 the patient had unknown manufacturer tubes re-placed for unknown reason. In (B)(6) 2017 during a planned replacement of peg/j the doctor observed a node at the pig-tail level with formation of phytobezoar type. The pej was removed and thrown away. The peg remains in place. Duodopa treatment has been suspended awaiting the patients' healing.